Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive and required multiple presses to activate a response. None of the keypad buttons had spring back or click normally. There was evidence of keypad contamination found under the key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the down arrow keypad button is intermittently unresponsive requiring multiple presses. The patient reportedly keeps the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.